Manufacturer narrative:
One tapered screw-vent implant tsvwh13 and one unknown zimmer abutment were returned for investigation. However, one unknown impression coping was reported but not returned. Visual evaluation of the as returned products identified fracture across the threads and platform of the implant; hex fragment of the unknown abutment was also identified in the implant drive feature. Additionally, there was bone residue around the external threads which were damaged possibly during removal. Functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth # 30 (unknown notation system) for an unknown period of time. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed for the implant (tsvwh13) as the lot number was unknown. Complaint history review - tsvwh13: an item-based complaint history review was performed for similar events or complaints, no other events/complaints related to nonconforming events were identified. Based on the available information, implant and abutment malfunction did occur and the reported fractures were confirmed. However, impression coping malfunction and does not seat event could not be verified as the device was not returned.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed. Placed in 2005. Per indicated: surgical/medical intervention required for permanent damage: yes, removal of implant ad replace implant. Additional appointment required: no. Symptoms as a result of the event: none reported. Upon performing visual evaluation, fragment of another device's hex was identified in the implant drive feature. (B)(6)2021 - contacted customer for additional information. Unknown zimmer device added to complaint. Dental: functional: fracture added as complaint category. (B)(6)2021 - customer called back and stated from patient notes that gd attempt to place a unknown impression coping 8/3/20, but was unable to get it to seat. Patient came their office on (B)(6)2020 when they discovered the implant was fractured (B)(6)2021 - left another message for customer for gd information. Unknown impression coping added to complaint. (B)(6)2021 - contact person provided gd contact information. Contacted gd. They stated that the patient came in office in (B)(6)2021 they removed the healing collar and tried to seat an impression coping, but was unable to. Replaced healing abutment and sent the patient to the oral surgeon for evaluation. They did not have information regarding what may have been stuck in the implant or what impression coping what used.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed. Placed in 2005. Per indicated: surgical/ medical intervention required for permanent damage: yes, removal of implant ad replace implant. Additional appointment required: no. Symptoms as a result of the event: none reported.